Event description:
Complainant alleged that two successful shocks were delivered to a male patient for cardiac arrest. The medics attempted to deliver a third shock and the device displayed a "discharge fault" message, complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.